Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of effective stimulation with the lead. She was unable to feel stimulation through the lead. The lead was replaced and the pt recovered without sequela.